Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 72", "defib fault 76", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the pace/defib board. Analysis for reports of this type has not identified an increase in trend.